Event description:
On (B)(6) 2009, as the first stage of a thoracic aortic aneurysm repair, a bypass surgery was performed from the right axillary artery to the left common carotid artery and to the left axillary artery. On (B)(6) 2009, as the second stage of the procedure, a gore® tag® thoracic endoprosthesis (tg3410) was implanted to repair the aneurysm at the aortic arch. The preoperative aneurysm diameter measured 60 mm. The patient tolerated the procedure. On (B)(6) 2010, the aneurysm diameter measured 52 mm. On (B)(6) 2011, a proximal type I endoleak was identified. The cause of the endoleak is unknown. The aneurysm diameter measured 57 mm. On (B)(6) 2011, a gore® tag® thoracic endoprosthesis (tgt4015) was implanted proximally to treat the type I endoleak. A gore® excluder® aaa endoprosthesis iliac extender (pxl161407) and a metallic stent were implanted in the innominate artery as a chimney. The proximal edge of the tgt4015 landed at the highly angulated curve in the ascending aorta. A slight bird beak was reportedly observed at the lesser curvature of the proximal edge of the device. But no endoleak was observed, and the procedure concluded. On (B)(6) 2012, a slight proximal type I endoleak was identified from the tgt4015. The aneurysm diameter measured 66 mm. On (B)(6) 2013, the proximal type I endoleak was persisting. The aneurysm diameter measured 68 mm. On (B)(6) 2013, a gore® tag® thoracic endoprosthesis was implanted proximally to the tgt4015 with a gore® excluder® aaa endoprosthesis contralateral leg component also implanted to extend the pxl161407 proximally. Final angiography showed no endoleak. And the procedure concluded without reported issues.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.